Event description:
A report was received that the patient had infection at the left pocket site. Symptoms were redness, fever and elevated white blood cell count. Physician believed infection was device related. The patient was placed on IV antibiotics and was admitted in ICU. The patient underwent an ipg explant procedure and was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had infection at the left pocket site. Symptoms were redness, fever and elevated white blood cell count. Physician believed infection was device related. The patient was placed on IV antibiotics and was admitted in ICU. The patient underwent an ipg explant procedure and was doing well postoperatively.